Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose, chapter 4 / page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes, chapter 11 / page 119. Avoid lows, highs, and dka: you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes, chapter 11 / page 126. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The patient reported that he fell back to sleep after his pod had expired in the morning. He woke up with high blood glucose levels and then applied a pod to get back into treatment. His levels did not come back down into range with the new device, he thinks it could have been due to experiencing a lot of stress at work. The patient bolused with the pdm (personal diabetes manager) but ended up feeling symptoms of diabetic ketoacidosis (dka). He had one of his workers call an ambulance and was taken to the emergency room (ER). His blood glucose read 450mg/dl at the ER and he was diagnosed with dka or symptoms of dka. The patient was released later the same day, with a blood glucose level of 240mg/dl, after being treated with IV fluids/saline. No medication or insulin was given. The pod was not removed and was still being worn at the time of reporting. He stated that the device was fine but going without a pod while sleeping caused some difficulties with him coming back down into range. The patient's levels were back in range 2 hours after leaving the hospital.